Event description:
The patient reported, she woke up this morning and noticed she was disconnected from her infusion set. She stated she did not remember pulling it out during the night. She said she may have been disconnected from her insulin infusion device up for up to 6 hours. The patient stated, she checked her blood glucose reading and it registered "hi" on her meter. She said her symptoms are frequent urination and feeling hot. She stated she inserted a new infusion headset and then reconnected and bolused 8 units of insulin. She stated her blood glucose still registered "hi", so she took 5 more units of insulin and her readings are coming down. On follow up, the patient stated her blood glucose levels have returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.